Event description:
It was reported patient had some issues and did not feel good. Health care provider (hcp) reported patient had device replaced on (B)(6)2012 but did not have device information. Hpc reported patient had blurry vision in left eye. Patient reported left arm felt shaky and tingling but hcp stated left arm was not visibly shaking. Patient reported been tired. No other symptoms were reported. Hcp reported implantable neurostimulator (ins) was located on patient's left side. Symptoms started at dinner time the day of this report. Hcp reported patient had a fall two days prior to this report. Patient lost balance when trying to get from wheelchair into a recliner. At the time of the fall patient denied hitting their head and did not report pain. Patient was in a nursing home. A patient programmer was not available to check ins at the time of the event but hcp was going to follow up on locating one. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 64002, lot# n324247, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0527910v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0527910v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information received reported the patient saw her physician on (B)(6) 2012. At the appointment the patient did not have any complaints and her battery was interrogated. It was unknown if the patient required hospitalization due to the event.